Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Manufacturer narrative:
Corrected information: b5, g3, h2, h6.

Event description:
This report includes an updated device investigation code.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the right atrium from the right femoral vein, and the dilator and guidewire were removed. When an attempt was made to remove air from the side port, air was aspirated repeatedly. The valve was checked and it was found to be half-open. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. There were no significant changes in the patient's vitals and no air contamination to the patient has been confirmed.